Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis, as the tactisys was functioning as intended following the procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record for the above-referenced product was unable to be reviewed since the batch/serial number(s) is unknown. Further information regarding the event were requested but not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During the procedure, the tactisys had a communication issue with the system and the procedure was cancelled. There were no adverse patient consequences.